Event description:
The surgeon reported that the pt presented with fluid draining from the ear. Otoscopic evaluation showed a middle ear infection and the electrode array lead wire extruding through the tympanic membrane. The pt was put on antibiotics. Surgery to explant the device is planned but has not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corp. Neither the submission of information by a manufacturer or importer pursuant to this rule, nor public release of such information, constitutes an admission that the a device has malfunctioned or establishes the existence of any causal connection between a product and a death or serious injury.